Event description:
It was reported that a patient presented to clinic due to discomfort. Device interrogation revealed high capture threshold and loss of capture on the left ventricular (lv) lead. On (B)(6) 2022 during lead revision, the physician noted insulation damage and low pacing impedance on the lv lead. The physician elected to explant and replace the lv lead. The patient condition was stable.

Manufacturer narrative:
The reported events of insulation damage, high capture threshold, loss of capture, and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures. Internal shorting between conductors was due to procedural damage to the insulations at the middle region of the lead. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.